Event description:
Procedure: lap chole. According to the reporter: at the beginning of use, the tissue pad disengaged and was retrieved from cavity. Opened new one, but the active blade was broken at the beginning of use. The broken part was retrieved from cavity. Opened another to complete procedure. No bleeding. Operating room time was extended more than 30 minutes. No pt harm.

Manufacturer narrative:
(B)(4).